Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient arrived to ctc for chemo disconnect via PICC. 5fu infusor volume still had approximately one third remaining. Under the dressing noted to have dried 5fu residue. Dressing removed, cleaned as per policy. PICC flushed with ns and noted to be leaking from insertion site. On inspection, obvious crack noted while flushing with ns. When removing PICC line, the crack was noted to be at the 6cm mark, with copious leaking while flushing. 44cm power PICC solo removed intact without further incident. Pressure dressing applied. This incident was entered as near miss incident. No other information was provided.